Event description:
The rptr stated that rptr did back to back blood glucose tests, using the same fingerstick. Results were 153 and 118 mg/dl. Pt did not have any symptoms. Rptr stated that rptr had more than enough blood on the first test, an adequate sample for the second test, and that it took "a long time" for the confirmation dot to turn blue. There was no sign of discoloration of the test strip. A control solution test was not done due to lack of supplies. No harm was alleged.